Event description:
Compressor on hbo chamber did not work necessitating use of back-up. Pt was able to continue treatment in a successful effort to save amputated fingers. Failure of compressor has occurred several times over last few months. Failure seems to be related to sludge in the oil line possibly related to the chilled water system.